Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported that every ins they had on the left side of their body caused them pain since implant. They would replace the left side ins due to the pain, but it persisted. Finally they decided to stop implanting the device on the left side and just stick with a right side implant. The caller just had one ins at the time of the report instead of 2.